Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04283 / 05103).

Event description:
It was reported that the patient had an initial right hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2015 due to suspected metallosis and pain. It was noted during the revision that there was inflamed tissue but no black tissue. A review of invoice history confirmed the patient underwent a revision procedure on (B)(6) 2003 likely due to femoral fracture. The stem was revised and wires were implanted. Subsequently, the patient was revised on (B)(6) 2007 due to unknown reasons. No further information has been provided.